Event description:
On 27 mar 2008, the sales representative reported that after cleaning and the kits were being inspected, it was noticed that the driver was bent. The event was not associated with patient contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.